Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The suspect device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file does not show any indication of a device malfunction. The device recognized pads were attached immediately on power up but did not see a patient impedance until over a minute later. Additional information was not available regarding patient skin prep or if pads were immediately attached to the patient. The device will not analyze until pads are connected and an ECG signal is detected. Once the device recognized a patient impedance it prompted to stop CPR, started analyzing, and then gave a "no shock advised" analysis. Analysis of reports of this type has not identified an increase in trend.